Manufacturer narrative:
The cartridge involved with this complaint has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient claimed, he has insulin leaking from his cartridges into the cartridge compartment; however, he was unwilling to troubleshoot and provide the lot # of the affected cartridges. The patient claimed he has had high blood glucose levels (results not specified) and feels that his high blood glucose levels were possibly related to the cartridges. There was no reported symptoms or medical intervention as a result of the reported issues. There is evidence that the patient suffered an adverse event as a result of the reported issue; however, this complaint is being reported due to the cartridge issue.